Manufacturer narrative:
It was discovered when the initial MDR was submitted on 23 june 2020 that the field safety action for this issue had not been referenced, nor the number populated in the MDR. This supplemental report references the field safety action that was issued for this event on 20 april 2020. Fields h7 and h9 now populated.

Manufacturer narrative:
Patient weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket infection. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically ''staged'' within the patient's inferior vena cava (ivc). In the event that an emergency occurred during the procedure, the bridge balloon could then be positioned and inflated within the superior vena cava (svc) to provide occlusion of the svc as a rescue measure. The procedure was completed successfully with no reported patient harm. Use of the bridge balloon was not necessary. Reportedly, when the bridge balloon was removed from the patient's body after the procedure, there was no thrombus present on the device. However, a philips representative was informed on 10 june 2020 that four days post procedure, the patient was in the emergency room with chest pain and dyspnea. A pulmonary embolus (pe) was discovered. The patient survived. The physician believes the pe was tied to the case, potentially caused by the bridge balloon's dwell time within the body, approximately 1.25 hours, the length of the procedure.